Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the actual device and a photograph of the sample were provided for evaluation. The returned photograph was reviewed, and it was noted that there was a small dark particle at the syringe connection on the inlet. The actual device was visually inspected, and a dark black particle of foreign matter was observed at the syringe connection on the inlet. The reported condition was verified. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix syringe inlet had foreign matter at the syringe connection. This was found before use. There was no patient involvement. No additional information is available.